Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the device history indicated on (B)(6) 2013 at 1152 the device was programmed for continuous tpn delivery, with a tpn volume of 627 ml, no taper up or taper down was selected, for a duration of 24 hrs, no kvo rate was selected, and a container size of 772 ml. The device continued in use with the programmed settings. On (B)(6) 2012 between 1803 and 1807, a new container is indicated and the delivery was started. A new date of (B)(6) 2013 is indicated. At 1810, an end of infusion alarm occurred and was silenced. At 1814 the delivery was stopped, a power loss alarm occurred and the device was powered on using batteries. A review of the device history indicated the device delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the patient received less medication than intended. On an unspecified date and time the device was programmed to deliver to a homecare pediatric patient an unspecified concentration of tpn (total prenatal nutrition), with a volume to be infused (vtbi) of 627 ml. On (B)(6) 2013 at an unspecified time, the patient's mother reported the device alarmed for end of infusion. At that time, the display indicated 627 ml had been delivered; however, approximately 300-400 ml remained in the container. The device was removed from clinical service. The physician was notified. There were no reported adverse patient effects. No medical interventions were required. It was reported the patient's weekly glucose tests were stable between 55-77 (unit of measure not provided). The customer contact reported the patient also has a j-tube (jejunostomy) for unspecified enteral feedings and medications. It was unspecified if therapy was completed with a replacement device; however, it was reported a replacement device was available. No additional information was provided.